Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
During a procedure, the tip of the drive shaft broke during reaming of the intermedullary canal. A post operative x-ray revealed that a small fragment was left in the patient. Currently, the surgeon does not have plans to remove the fragment.